Event description:
It was reported that during implant, upon flushing the left ventricular lead, a hole in the insulation was noted. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun